Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that when the patient underwent spinal cord stimulation (scs) implant, it was supposed to be a 23 hours observation in the hospital but it turned into a week of fighting for her life because the surgeon ¿tore the dura and it ripped all the way up in my brain cell.¿ the patient stated that ¿what happened that day, that pain, she was begging the lord to take her.¿ it was noted that it went from 11:45 till 12:15am and they couldn¿t stop it. The patient stated that ¿it felt like being crushed and car was parked on her pelvic bone and chest.¿ it was noted the patient was asthmatic and was gasping for breath. The patient stated that ¿if you heard the amount of medication they put into that intravenous (IV) in 30 minutes you¿d probably pass out listening to it.¿ it was noted that the next morning, the patient did not know what happened and was told she couldn¿t go home because she ¿almost died.¿ th e patient was told that ¿nobody could work in a space that small.¿ the patient stated that life was horrible after implant. It was noted that when the patient came home, it was almost unbearable just laying in bed and it was difficult to recover from implant surgery. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the healthcare provider (hcp) who put the device in almost killed her. The patient reported that it wasn't the device¿s fault, not the manufacturer¿s fault. The patient reported that she should have sued the hcp, but she didn't. The patient reported that during the implant surgery, the hcp was physically and verbally abusive to her and she was praying for her life for a week at the hospital after that. The patient reported that a manufacturer¿s representative (rep) knew the entire story. The patient reported that when the hcp put the neurostimulator (ins) in, they removed the anesthesia while she was on the table so that she could tell them if they were in the right place. The patient reported that she thought it was normal for the manufacturer which she thought it was ¿barbaric.¿ the patient reported that ¿that kind of pain is absolutely barbaric from hell.¿ the patient reported that all she could do was sob and cry. The patient reported that at first she thought she dreamed. The patient reported that the hcp was furious because the rep told him to ¿close her up, she cannot speak to you, stop this now.¿ the hcp was ticked. The patient reported that she almost died in the hospital. The patient reported that when the hcp went to saw her up, he cut her dura, he sliced the dura, it ripped all the way up. The patient reported that she lost most of her cerebral spinal fluid, brain cell, she felt like she was being crushed to death for 30 minutes. The patient reported that she went through so much morphine, dilaudid, ¿adavine¿ to finally knock her out. The patient reported that she had to lay flat on her bed for the next week in the hospital. No further complications were reported.